Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported an over infusion during a 3% nacl infusion. The infusion was programmed at 30ml/hour and when the nurse returned to the patient's room she could hear the device infusing too quickly and then noticed the infusion bag was half empty. The device was reading "communication error" across the screen, but was still infusing the medication. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.